Event description:
The customer reported via phone call that the insulin pump would not stop vibrating when they were attempting to suspend the insulin pump. It was also found a blank display occurred. Customer stated they have occasionally dropped the insulin pump in the past. The customer stated, there was a crack present on the battery compartment. Customer's blood glucose was 153 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.